Event description:
It was reported by service report that the bed had no power due to the power supply. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.